Event description:
Pt reported there are spots on the screen of the infusion device. Pt stated the issue has occurred since a year ago. Pt reported the lateral buttons on the infusion device are damaged and about to fall down. Pt stated the spots on the screen of the infusion device does not allow important info to be seen; such as the amount of bolus to administer. Pt reported administering the bolus all year with the screen damaged; sensing the amount that he was administering. Pt changed the battery and the issue persisted. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.